Event description:
I had surgery in (B)(6) 2019 for a ruptured right saline implant. My implants were replaced with mentor silicone implants and since my surgery I have noticed an increase of health problems in my body which I continue to get worse everyday. I learned about the extreme dangers of implants and the black box warning by doing research mid year of 2019. I was never told of this in all the years I had my devices and recently by my new surgeon that did the surgery. All I knew that they had to be replaced every 10-15 years because they don't last or ruptures. Since my surgery in 2019 I've had significant heath issues to the point that 100% of my symptoms can be bii and I'm miserable and in constant pain. I've never felt this way and had such a decline in health since my surgery. Now I am not sure if my health problems are being caused by the rupture I had in 2018 which I went almost 4 months with out replacement due to funds and insurance would not cover or due to the new implants. But I am sure my medical problems are being caused by these toxic devices that are in my body and hopefully it doesn't lead to cancer. FDA safety report ID# (B)(4).